Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed checkout in all categories (hardware, software and instruments) and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar. It was reported that during a case the system was displaying the door was open when it was closed. The site rebooted and gave the o-arm a "hug" with no change. There was a delay of less than 1 hour. Imaging was aborted and no patient impact was correlated with this event. (B)(6) 2019 additional information received: rep could not reproduce issue. Verified system functions as intended. (B)(6) 2019 (rep) new information received: patient information provided. Surgeon's name provided.